Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue on the lens. Visual inspection found the lens haptic torn and stretched out with residue on the lens. Claim#:(B)(4).

Manufacturer narrative:
Lens was implanted into the patient's left eye (os) on (B)(6) 2019. The lens was exchanged with a shorter length lens on (B)(6) 2019 and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -15.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Significant reduction of irido-corneal angels, blurred vision and excessive vault was observed. The lens was removed and exchanged on (B)(6) 2019 and the problem was resolved. Cause of the event is reported as unknown.